Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 hours. The device was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that during pump implant, it was observed that the patient&#38112;heart was calcified. Based on the report, after completing the attachment of the apical structure, the apical core was noted to have gone through some calcified tissue on the lateral left ventricle wall. The surgeon removed a piece of the calcified tissue and placed 2 to 4 sutures from the inside of the ventricle out to stabilize the tissue. The suture was placed approximately 10 to 15 cm from the apical cuff and the patient's chest was closed. The patient left the operating room (or) in stable condition. Approximately 2 hours after leaving the or, the system monitor display went blank and an audible and visual "red heart"/"pump failure" alarm was observed on the system controller. The"pump failure" alarm persisted even after switching to two other system controllers. The doctor reported that auscultation revealed a grinding sound over the pump and stated that it was "clear the pump was not functioning/running." The patient was reportedly hemodynamically stable. The patient was emergently returned to the or for a pump replacement. A transesophageal echocardiogram and doppler revealed minimal flow into the inlet of the cannula within the left ventricle. It was noted during the procedure that the system monitor did not alarm when the driveline was cut. The surgeon noted that there was "no object in the pump" and/or "nothing obvious". A 2 mm burn (heat mark) was noticed on the gore wrap. The entire lvad was exchanged with the exception of the outflow graft. It was reported that the patient did not experience any adverse events during the event and is reportedly thriving post the pump exchange.

Manufacturer narrative:
The reported low speed and pump stop events were confirmed based on the evaluation of the log files downloaded from the returned system controllers. Prior to disassembly of the lvad, the rotor yielded no rotation. Upon removal of the blood tube from the inlet and outlet housings, the rotor was found to rotate with resistance. Upon removal of the rotor from the blood tube, a hard, white deposition was present on one of the rotor blades. A small portion of the deposition appeared to have a metallic surface. The deposition was identified as calcified tissue, consistent with the report of calcified tissue seen during implant. The metallic deposition is consistent with medical grade titanium. A specific cause for the titanium deposition present on the surface of the calcium deposition cannot be determined. Examination of the interior of the blood tube under a microscope revealed scratches, which could have potentially been caused by the deposition contacting the blood tube as the rotor spun during pump operation. Examination of the remaining blood contacting surfaces did not reveal any significant scratches or anomalies. The presence of the deposition in the pump during operation could have potentially caused resistance on the spinning rotor, resulting in the reported grinding noise and the power elevations and pump speed fluctuations recorded in the system controller log files. Electrical continuity testing of the driveline did not reveal any discontinuities or electrical shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.